Event description:
It was reported that the patient experienced stimulation in the wrong location. She felt it in her feet, buttocks and in the lower part of her leg. She also reported an increase baseline pain in the lower back following a reprogramming session. The stimulation did not help the pain. The patient had an appointment with her physician on (B)(6) 2012. The patient also reported a loss of therapeutic effect. Reprogramming was done on (B)(6) 2012 but was not successful. Additional information received reported that the patient was still having concerns with the device or therapy but was working with her doctor or the manufacturing representative. An x-ray was taken which showed mild lateral migration. She was scheduled for a full system replacement in (B)(6) 2012. There were no other abnormal findings. A follow up report will be sent with any additional information received.

Event description:
Additional information received reported that nothing abnormal was observed during surgery with anchoring.

Manufacturer narrative:
Analysis of the neurostimulator model 37711, serial (B)(4), found no anomaly. Analysis of the leads model 3778-60, serials (B)(4) found no significant anomalies. The leads were cut through and the products segmented. Analysis of the anchors model 3550-39, lots unknown found the titan anchors were separated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a month or two prior to (B)(6) 2012 it was found the probes had moved. The caller stated that the original system was implanted but had to be re-implanted due to system failure. It was reported that one of the probes that was up the spine had slipped down. It was noted that since they had to go back in and re-insert the probe, they chose to implant a newer implantable neurostimulator ins at the same time. It was stated that the patient had the previous device put in 2000 and it lasted for about 5 years. It was stated that the healthcare professional (hcp) "thought that the patient might have fallen."

Manufacturer narrative:
Product ID 3778-60, lot# v043615019, implanted: 2007-(B)(6), product type lead, product ID 3778-60, lot# v043615018, implanted: 2007-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37742, serial# (B)(4), product type programmer, (B)(4).

Event description:
Additional information received reported that the patient's system was explanted and replaced. Following the replacement the patient had good coverage and was only missing one spot on her hip. She was not getting stimulation in her feet anymore and the stimulation in her ribs was controlled.

Manufacturer narrative:
Lead model 3778-60, lot# v043615019, implanted: 2007 (B)(6), explanted: 2012 (B)(6); lead model 3778-60, lot# v043615018, implanted: 2007 (B)(6), explanted: 2012 (B)(6).